Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported a transducer fault (xdcr) alarm, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a damaged transducer tubing, which caused the reported failure. The fsr also found some additional component issues, which were unrelated ,however required replacement. The device passed all testing and met all vyaire manufacturer specifications. At this time, the reported event was duplicated however, no component root cause can be determined since no suspect component s were returned for evaluation.